Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("I am always tired"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), toothache ("teeth pain"), breast tenderness ("breast tenderness"), pruritus ("itching"), feeling abnormal ("barin fog"), flatulence ("gas pain"), constipation ("constipation") and orgasm abnormal ("sharp pain during orgasm"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, migraine and abdominal pain had resolved, the fatigue outcome was unknown, the back pain and pain in extremity was resolving and the toothache, breast tenderness, pruritus, feeling abnormal, flatulence, constipation and orgasm abnormal had not resolved. The reporter considered abdominal pain, back pain, breast tenderness, constipation, fatigue, feeling abnormal, flatulence, migraine, orgasm abnormal, pain in extremity, pelvic pain, pruritus and toothache to be related to essure. The reporter commented: I do (have sharp pain during orgasm) even after removal. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue., flatulence, constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: case become upgraded to serious incident, new event teeth pain, leg pain, abdominal pain, migraine, pelvic pain, breast tenderness, itching, brain fog were added. On 23-mar-2020: process with fu 3 on 23-mar-2020: social media received: event gas pain and constipation was added. Reporter information was added. On 25-mar-2020: new event: sharp pain during orgasm. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("I am always tired"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), toothache ("teeth pain"), breast tenderness ("breast tenderness"), pruritus ("itching"), feeling abnormal ("barin fog"), flatulence ("gas pain"), constipation ("constipation"), orgasm abnormal ("sharp pain during orgasm") and nausea ("super nauseous"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, migraine and abdominal pain had resolved, the fatigue and nausea outcome was unknown, the back pain and pain in extremity was resolving and the toothache, breast tenderness, pruritus, feeling abnormal, flatulence, constipation and orgasm abnormal had not resolved. The reporter considered abdominal pain, back pain, breast tenderness, constipation, fatigue, feeling abnormal, flatulence, migraine, nausea, orgasm abnormal, pain in extremity, pelvic pain, pruritus and toothache to be related to essure. The reporter commented: I do (have sharp pain during orgasm) even after removal. Patient reported that is plus size. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue., flatulence, constipation, nausea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Reporter information added. Event : super nauseous added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("I am always tired"), migraine ("migraine"), abdominal pain ("abdominal pain"), back pain ("back pain"), pain in extremity ("leg pain"), toothache ("teeth pain"), breast tenderness ("breast tenderness"), pruritus ("itching"), feeling abnormal ("barin fog"), flatulence ("gas pain"), constipation ("constipation"), orgasm abnormal ("sharp pain during orgasm"), nausea ("super nauseous") and genital haemorrhage ("bleed for long periods of time"). The patient was treated with surgery (essure coil removal). Essure was removed. At the time of the report, the pelvic pain, migraine and abdominal pain had resolved, the fatigue, nausea and genital haemorrhage outcome was unknown, the back pain and pain in extremity was resolving and the toothache, breast tenderness, pruritus, feeling abnormal, flatulence, constipation and orgasm abnormal had not resolved. The reporter considered abdominal pain, back pain, breast tenderness, constipation, fatigue, feeling abnormal, flatulence, genital haemorrhage, migraine, nausea, orgasm abnormal, pain in extremity, pelvic pain, pruritus and toothache to be related to essure. The reporter commented: I do (have sharp pain during orgasm) even after removal. Patient reported that is plus size. Concerning the injuries reported in this case, the following one was described in patient¿s social media: fatigue, flatulence, constipation, nausea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 29-may-2020: information received via social media. Event "genital bleeding" was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.